Manufacturer narrative:
The device was received full deployed. Inspection of the needle mechanism, e-seal, and bottom housing did not find any damages or defects that could result in a needle mechanism failure. The downloaded data shows that the device completed first and second priming sequences before being deactivated. No timeouts or drive stalls were observed. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. Although no problems were observed, the exact cause of the needle mechanism failure could not conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible once the pod was removed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 350 mg/dl while wearing the pod for between 36 and 48 hours on the legs. As treatment, a new pod was applied.